Manufacturer narrative:
The communicator along with the power supply were returned for analysis. Post market quality assurance found that the power allegation was confirmed. The returned power brick was deformed from heat. Analysis also found the power brick case temperature reached excessive heat of 118 degrees celsius. After 20 minutes the case smelled of burning and appeared melted.

Event description:
Boston scientific received information from the patient that during set up of the communicator it lost power. A burning smell was observed from the power cord which became burning hot and started smoking. The power cord then became loose from the communicator and was observed to be deformed and melted. No adverse patient effects reported. A replacement communicator was shipped to the patient.